Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up error occurred. The a/c power supply cable is pushed in and the a/c power supply cable and connector need to be replaced to resolve the issue. The front case enclosure is chipped and needs to be replaced. No repairs were performed. The unit has been scrapped.